Manufacturer narrative:
Analysis of the lead found the electrode at the distal end of the lead had foreign material. Abnormal impedances were observed prior to decontamination. After testing, the lead was inadvertently bleached and decontaminated. After decontamination, an impedance test was performed again and normal impedances were observed on all electrode pairs. As a result the root cause was not determined. This could be potentially caused by foreign material present on the proximal and/or distal end contacts, resulting in a poor connection and higher than normal impedances.

Event description:
It was reported that high impedances were measured on the lead. The following impedances were measured: 0-1 = 6,395, 0-2 = 5,933, 0-2 = 5 ,888 ohms and all other impedances were within range. Before explanting the lead, the neurosurgeon tested the lead with a twist lock screening cable, but there was no change in the elevated impedances. The neurosurgeon was not comfortable implanting with the out of range impedances so a new lead was used. Impedances were measured to be in the acceptable range with the new lead. There were no patient symptoms or complications associated with this event. The patient was doing well.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # va0mllr, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type lead; product ID neu_stylet_acc, product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.